Event description:
It was reported that the device delivered inappropriate therapy. Review of the egms shows that the rv lead was sensing the ra event and falsely diagnosing fib intervals. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.